Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that during the middle of a case, the unit shut off and smoke was noticed coming out of the unit. There was no alarm or warning. It was further reported that the unit did not power back up in order to determine if any error codes were present.